Manufacturer narrative:
510k: this report is for an unknown screwdriver/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that this was a tlif (transforaminal lumbar interbody fusion) at s1 treating spinal canal stenosis on (B)(6) 2020. The connection between the screw and the screwdriver became loose during screw insertion. The surgeon reattached them and moved on to reinsertion, which resulted in the same. Then, he found metal thread-like fragments in the surgical field that were generated. It was confirmed by intraoperative imaging and post-operative x-ray that there were no fragments in the patient. The procedure was completed with a replacement screwdriver with less than 30-minutes surgical delay. No further information is available. This report is for one (1) unknown screwdrivers. This is report 1 of 2 for (B)(4).